Manufacturer narrative:
The investigation by leica microsystems did not identify any instrument fault that would have contributed to the sub-optimal tissue processing reported. The instrument logs show that, for a brief period during instrument operation, a reagent bottle containing ethanol became misaligned with the corresponding optical sensor that monitors the bottle presence. This resulted in the display of a sys message requiring the user to select one of three options to indicate an action taken with the bottle, i.e. <no change>, <topped off/up> or <changed>. The user incorrectly selected the <changed> rather than <no change> option. The instrument then displayed the dialogue 'do you want to use the default concentration?' And the user incorrectly selected the 'yes' option which reset the reagent concentration to 100%. This action resulted in the reagent being used as the final dehydrant before clearing in xylene. Since the user had not changed the content of the reagent bottle, the actual ethanol concentration remained at 69% and resulted in the reintroduction of water into the tissue that could not be removed by subsequent processing steps and caused under processing. User training was provided to the lab on (B)(6) 2010. Leica's investigation concluded that a user error related to reagent management was the root cause of the under-processed tissue reported. Although the tissue biopsies were successfully reported and no re-biopsy was required, due to a prior submission of a reportable incident (MDR no 8020030-2009-00004): malfunction which led to a serious injury) this incident is being reported under the presumption that this type of malfunction is likely to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
The customer reported to leica microsystems that they had 140 under-processed tissue blocks from their peloris tissue processor. The tissue blocks were reprocessed and reported.